Manufacturer narrative:
(B)(4).

Event description:
The following event was reported to sorin in the context of the investigation of similar event which occurred in same hospital: (B)(4). After implantation, during unidentified conditions, some temporary interferences occur at ventricular side. Pacing is inhibited during 2 seconds.